Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced variable glucose control while using the ilet, including dissatisfaction with meal announcement performance and bulky accessories, and elected to return to a different pump. The user self-treated a low with oral glucose and used ilet corrections for a high. Symptoms included dizziness associated with low glucose and no reported symptoms with high glucose. Outcomes included a low glucose event with self-treatment and a high glucose reading without clinical intervention or hospitalization. Investigation included complaint intake and case initiation pending product return. Investigation of this case revealed cause of the hypoglycemic event was unclear based on available information. It was concluded that additional information from the user would be required to determine contributory factors and device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.